Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. It was stated that the customer's infusion set fell out prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.